Manufacturer narrative:
Concomitant medical product: product ID 388928, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported a broken lead. It was reported that the lead was broken during the explant. Removal of the electrode after not successful advanced test. The electrode broken then the physician tried to remove it. It was not possible to get to the broken part. The issue was not resolved. Additional information received report that part of the lead had been left behind in the s3. Depending if the patient experiences discomfort of the little piece that was left behind in s3, they would consider to take it out with the help of a neurosurgeon.